Event description:
(B)(4). This device caused me nine years of hell and several ongoing illnesses that I will have forever also I lost all my teeth. I can not get back those nine years. This needs to be removed from the market.